Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a defective poor contact of the video connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, no image displayed on the visera elite video system center. The procedure was completed with another similar device and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the noisy image occurred from a connection failure of the video connector. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.